Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, there was a total of 260 tubes that experienced low draw volume and/or loose stoppers. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received four (4) photos for investigation. The photos were reviewed, and the indicated failure modes of stopper pop off and stopper remaining in the holder were observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill. Ten (10) retention samples were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure modes of stopper pop off and stopper pullout. Bd was unable to confirm the claim of underfill. A root cause for the indicated failure modes was unable to be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, there was a total of 260 tubes that experienced low draw volume and/or loose stoppers. There were no health consequences or impacts reported.